Event description:
Medics attempted to administer defibrillator shocks to a pt (pt details not reported). The defibrillator was charged but allegedly either failed to discharge or failed to deliver energy to the pt (the report is not clear). A backup defibrillator/monitor was made available and used. The pt was not resuscitated. A clinical review of the reported event by medtronic concluded that the device did not likely cause or contribute to the pt's outcome because effective defibrillation was provided multiple times with return of an organized ECG rhythm each time.